Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse noticed that the vision side cart (vsc) was blinking blue on power button with no system information showing, all other carts were working as expected. Fse replaced the vsc common compute controller (ccc) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ccc was analyzed and, since this issue is not associated with an error code, it could not be confirmed via lighthouse. The vsc ccc was visually inspected, where no issues were found. The unit was taken to a programming station where it was confirmed bricked through software. The complaint was confirmed based on failure analysis. As a result of these findings, the root cause was determined to be a bricked ccc. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the system was not powering on normally. The system displayed a message indicating that the system was disconnected. The technical support engineer (tse) guided the customer through several hard power cycles and had them reseat all blue fiber cables; however, the issue persisted. The vision side cart (vsc) power button continued to blink blue, while the surgeon side console (ssc) and patient side cart (psc) power buttons remained solid blue. The procedure was aborted with no report of patient involvement or patient injury.